Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced incontinence. It was noticed that the aus had fluid loss. The inspection revealed a flattened pump. The aus was explanted and replaced. No further patient complications reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this artificial urinary sphincter (aus) underwent a thorough analysis. The pump was visually inspected, functionally and leak tested. The pump did not pass the functionally poppet pressure test. No leaks were identified. The pump passed the visual test. The balloon was visually inspected, functionally and leak tested. No anomalies were found with the balloon. The cuff was visually inspected, and leak tested. No anomalies were found with the cuff. Based on the information available and analysis results, the reported clinical observation of device operates differently than expected was confirmed. The reported incontinence was confirmed as a known inherent risk.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced recurring urinary incontinence. It was noticed that the aus had fluid loss. The inspection revealed a flattened pump. The aus was explanted and replaced. No further patient complications reported.